Manufacturer narrative:
Detailed product information was not provided to bsc. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a dissection was identified resulting in additional intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. Post procedure imaging revealed a dissection from the access site to the base of the stent. The patient was taken back to the operating room for an open repair of the dissection and a shunt was placed.